Event description:
Pt was treated for deep vein thrombosis. The device was used for 10 to 15 minutes in the femoral, popliteal and iliac veins on 1 to 2 month old clot. The pt experienced severe rigors and at that time the physician discontinued use of the device.